Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient experienced two red heart alarms while on the power module. A review of the log files submitted to the manufacturer for analysis confirmed one event where the speed slowed down to zero with a pump off. No further events followed. X-rays were submitted and did not show any conclusive driveline damage. A continuity test scheduled by the manufacturer revealed no open wires and the alarms were not reproducible during onsite evaluation. The vad coordinator instructed the patient to switch to the backup system controller. The red heart alarms reportedly re-occurred indicating a short to shield condition. A percutaneous lead repair was completed on (B)(6) 2014. No further issues or alarms were reproducible following the repair.